Event description:
Dr at hospital was performing a morbid obesity procedure and fired the endoscopic stapler in the gastric fundus and the staples remained open in the middle of the cartridge. The blade cut perfectly though some tissue got hooked with a staple in the middle of the cartridge. This problem was solved using a stapler of the competition. During a different stage of the same procedure the dr decided to use the instrument again and with a vascular cartridge loaded, the tissue to be cut was clamped and when the instrument was fired, the articulation broke.